Event description:
Per the clinic, the patient experienced chronic infection and skin overgrowth around the abutment.the infected tissue was removed, and the surrounding tissue thinned during a surgical procedure (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. Implanted device remains.